Event description:
Reporter stated that the following results were obtained on the suspect device, using patient capillary samples, and did not compare favorably to reference lab values (venous samples): "hi" (lab 377 mg/dl - 30 minutes between tests), "hi" (lab 329 mg/dl - 30 minutes between tests), 489 mg/dl (lab 184 mg/dl - 7 minues between tests), 562 mg/dl (lab 425 mg/dl - 20 minutes between tests), 408 mg/dl (lab 297 mg/dl - 30 minutes between tests) 515 mg/dl (lab 393 mg/dl - 5 minutes between tests), and 446 mg/dl (lab 301 mg/dl - 5 minutes between tests). According to reporter, quality control tests had been performed on the system, and had tested within the acceptable range. Reporter indicated that patients were not treated based on values obtained on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.